Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: erola, et al "efficacy of bilateral subthalamic nucleus (stn) stimulation in parkinson's disease." Acta neurochir (wien). 2006; 148(4): 389-394. The article describes a study of twenty-nine parkinsons disease pts being treated with dbs. Reportable events: the 7428 (n=1) one pt expired post surgery due to pulmonary embolism during mobilization phase. Dbs lead (n=2) - one pt experienced a postoperative intracerebral haemorrhage with permanent deterioration of neurological status and expired 9 months post-op. The 7428 ipg (n=1) - pt developed a stimulator infection requiring device replacement. The pt did not want a surgical procedure after antibiotic treatment. The 7428 ipg (n=1) - pt developed a stimulator infection requiring device replacement. Dbs lead (n=1) - pt developed scalp wound infection leading to the removal of the device. The 7428 ipg (n=1), extension (n=2) - pt developed an infection around the pulse generator and the extensions requiring removal. Dbs lead (n=2) - pt developed a period of hypersexualism a few weeks after the operation. Problem resolved by reducing medications.